Manufacturer narrative:
Corrected fields: model number, lot number.

Event description:
It was reported that some hours after this pacemaker system was implanted, loss of capture (loc) was suspected to be exhibited on the external monitor. Upon further review, no noise was observed and a chest x-ray was performed with no evidence of changes. The following day, the patient underwent a second surgical procedure due to the physician having concerns about a lead dislodgement. During the procedure, it was confirmed that all leads were in the correct position and the pocket was closed with no additional interventions. Technical services (ts) was consulted and transient air bubbles in the header of the device as well as concerns of oversensing of premature ventricular contractions (pvc) resulting in pacing inhibition were discussed as the probable cause of the reported allegations, however, these have not been confirmed. Ts also discussed that air bubbles often subside in a short period of time. No additional adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that the involved lead was the right ventricular (rv) lead. According to the field representative, no further allegations have been reported. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that some hours after this pacemaker system was implanted, loss of capture (loc) was suspected to be exhibited on the external monitor. Upon further review, no noise was observed and a chest x-ray was performed with no evidence of changes. The following day, the patient underwent a second surgical procedure due to the physician having concerns about a lead dislodgement. During the procedure, it was confirmed that all leads were in the correct position and the pocket was closed with no additional interventions. Technical services (ts) was consulted and transient air bubbles in the header of the device as well as concerns of oversensing of premature ventricular contractions (pvc) resulting in pacing inhibition were discussed as the probable cause of the reported allegations, however, these have not been confirmed. Ts also discussed that air bubbles often subside in a short period of time. No additional adverse patient effects were reported. At this time, this device system remains in service.